Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. During preparation of a 165 cm transend¿ guide wire, the "hint" released shortly after shaping the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch. The device has the body kinked. The overall length, outer diameter (od) of the distal tip, middle of the device, and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. During preparation of a 165cm transend guide wire, the "hint" released shortly after shaping the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.